Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed no hazard alarm generated during operation and the device got deactivated by the user after running 1045 pulses. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. No timeouts and no drive stall were observed in the data that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values reached 320 mg/dl. The patient reported that the pod had been deactivated. No further details.